Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 20 seconds. The device was removed by using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address1: (B)(6).